Event description:
Ous MDR - it was intended to treat a calcified lesion in severe tortuous lcx. Despite repeated attempts the device could not cross the lesion.

Manufacturer narrative:
The technical investigation revealed that the orsiro stent is severely deformed over ist entire length. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The final root cause is most likely related to external factors during procedure.